Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 437 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer reported that the insulin pump was damaged at the battery compartment and it did not hold the battery at place. A pieces of case was fell off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with broken battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.